Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 80%-90% stenosed, 35mm x 3mm, concentric, de novo target lesion containing a >=90 degrees bend was located in the severely tortuous and moderately calcified left circumflex artery. After a 6f non-bsc guide catheter was engaged coaxially and a non-bsc guidewire passed the lesion, a pre-dilation was performed with a 2x12 non-bsc balloon catheter resulting to 40% residual stenosis. Following pre-dilation, a 3.00x38mm promus element long drug-eluting stent was advanced for treatment. However, difficulty tracking the stent across the bend was experienced even after using another non-bsc guide wire for additional support. When the device was removed, it was noticed that some of the struts were lifted. The procedure was completed with another of the same device and post-dilated with a 3.0x8mm non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). Device evaluated by MFR.: promus element ous 3.00x38mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage. Stent struts along the mid-section and proximal end were lifted from the crimped stent position and pulled in all directions. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. An examination (visual and via scope) found no issues with the tip. No other device issues were noted during analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 80%-90% stenosed, 35mm x 3mm, concentric, de novo target lesion containing a >=90 degrees bend was located in the severely tortuous and moderately calcified left circumflex artery. After a 6f non-bsc guide catheter was engaged coaxially and a non-bsc guidewire passed the lesion, a pre-dilation was performed with a 2x12 non-bsc balloon catheter resulting to 40% residual stenosis. Following pre-dilation, a 3.00x38mm promus element long drug-eluting stent was advanced for treatment. However, difficulty tracking the stent across the bend was experienced even after using another non-bsc guide wire for additional support. When the device was removed, it was noticed that some of the struts were lifted. The procedure was completed with another of the same device and post-dilated with a 3.0x8mm non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.